Event description:
According to the information provided, the patient underwent a left total knee replacement surgery. Approximately 12 years and 11 months later, the patient had revision surgery on the left knee. All components were removed. Per the Operative Report, the patient presented with significant mechanical loosening and instability of their left primary total knee prosthesis. This was refractory to comprehensive nonoperative management due to extensive polyethylene wear and osteolysis. Because the patient has filed a long form, it appears that they are alleging prosthesis wear, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed.